Event description:
Immediately following insertion of PICC line, pt complained of difficulty breathing. Pt placed on oxygen, and the rapid response team was called. Pt given benadryl. Vital signs returned to normal after 30 minutes. Dates of use: 2009. Diagnosis or reason for use: oncology pt. Event abated after use stopped or dose reduced? Yes.